Manufacturer narrative:
This event was identified during review of scientific literature. Contact with the corresponding author has been unsuccessful in yielding additional device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing and sterilization records was not possible as no lot number was provided. Literature article: vacuum-assisted closure of necrotic and infected cranial wound with loss of dura mater: a technical note. Osama ahmed, christopher m. Storey, shihao zhang, marjorie r. Chelly, melvin s. Yeoh, anil nanda published in surgical neurology international on 22 january 2015. (B)(4).

Event description:
It was identified during review of scientific literature that a (B)(6) female underwent an evacuation of a subdural hematoma. Postoperatively, the patient developed a wound infection that required removal of the bone flap. The wound developed a wedge-shaped necrosis of the scalp with exposure of brain tissue due to loss of dura mater from previous surgeries. She underwent debridement and excision of the necrotic tissue with placement of a synthetic dural graft (durepair&#60192;medtronic, inc.) And placement of a wound vac. The patient underwent a latissimus dorsi muscle flap reconstruction that subsequently failed. After the wound vac was replaced, the synthetic dural graft was replaced with a fascia lata graft and an anterolateral thigh free flap reconstruction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.